Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt had an unexpected postoperative infection in both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This file is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, email, and mail. A completed questionnaire was received was not received. (B)(4).